Event description:
It was reported that during a device change out due to normal eri an insulation anomaly was noted on the right ventricular lead. The lead exhibited no electrical anomalies and the patient was asymptomatic. The lead remains implanted and the patient will continue with routine follow-up.